Event description:
It was reported, the pt experienced episodes of somnolence following refills of their pump. The intrathecal drug delivery pump seemed to speed up, making the pt lethargic and then would slow down. No volume discrepancies had been observed. There had been no issues fully filling the pump. The pump was replaced in 2008.

Manufacturer narrative:
Preliminary device analysis was not completed as of the date of this report. A follow up report will be submitted when device analysis is completed.